Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that people were ¿having problems¿ with the pump. It was indicated that ¿some of the machines weren¿t giving medicine¿ and the people were going through withdrawal and things like that. It was later reported that information regarding a recall was found by internet search engine and putting ¿medtronic problem with pain pump¿. The reporter stated ¿all sorts of things pulled up¿.